Manufacturer narrative:
A complete review of the DHR record for the finished product was conducted. Demegut size 3-0, product code cc123019f4p, lot number ww152-15 and product code dt-636-1((B)(4)), lot number ww241-15 were packaged on february 11, 2016 and the review of the dhrs did not indicate any issues during the manufacturing and packaging processes. All in-process tests met their respective specifications and, in addition, the in-process and final product inspections met the acceptance criteria. The review indicated that the product was made to meet standard product specifications with no changes/modifications to the standard manufacturing process. A review of the packaging aql (acceptance quality limits) inspections that were performed during the packaging of the product was conducted. Demetech used an aql procedure based on ansi tables. The quality personnel did not find any defects. Based on our review of the samples' tensile strength, the data at the time of product release and retained testing data, the tensile strength and needle pull met all of the usp requirements for the lots corresponding suture size requirements. Demetech did not receive any samples for lot numbers ww152-15 and ww241-15. This investigation concluded that the quality, strength, or integrity of the product was not affected.

Event description:
Two separate doctors called complaining about the same two issues. The first is the threads were breaking and the second was the needle was coming off the threads. Below are the lot number dt-525-1 - lot ww152-15.